Manufacturer narrative:
Section f10 (patient code) was corrected. Despite requests, the site did not wish to provide additional information. The device is not available for evaluation as it remains implanted in the patient. No relevant photograph/video/imagery was provided. DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. The following were reviewed for instructions/guidance for preparation and use of the devices: per the IFU, warnings: accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Prior to delivery, the valve must remain hydrated at all times and cannot be exposed to solutions other than its shipping storage solution and sterile physiologic rinsing solution. Valve leaflets mishandled or damaged during any part of the procedure will require replacement of the valve. Do not use the valve if the tamper evident seal is broken, the storage solution does not completely cover the valve, the temperature indicator has been activated, the valve is damaged, or the expiration date has elapsed. Do not add or apply antibiotics to the storage solution, rinse solutions, or to the valve. Precautions: long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Appropriate antibiotic prophylaxis is recommended post-procedure in patients at risk for prosthetic valve infection and endocarditis. Potential adverse events: additional potential risks associated with the use of the valve, delivery system, and/or accessories include: structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), paravalvular or transvalvular leak, and valve regurgitation. No IFU/training deficiencies were identified. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pulmonic position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. During manufacturing, the valve frame and components are inspected several times throughout the manufacturing process. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for ¿valve ¿ regurgitation ¿ central leak worsening¿ was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. However, without further information, a definitive root cause was unable to be determined at this time. The complaint for ¿valve ¿ regurgitation ¿ central leak worsening¿ was unable to be confirmed. No manufacturing non-conformances that would have contributed to the reported events were identified. Without further information, a definitive root cause was unable to be determined at this time. No labeling or IFU inadequacies have been identified. Additionally, no product nonconformance was identified; therefore, no corrective or preventative action, nor risk assessment is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
Post implant of a 26 mm sapien 3 valve in the pulmonary position, discharge and 30 day echo showed a well seated valve with no leak. Approximately 6 months post tavr, the patient had moderate-severe central leak on tte. Anticoagulation was given for 3 months with no improvement. The plan is to perform a transcatheter valve-in-valve replacement to treat the failed first valve. The patient did not have thrombus noted even though anticoagulation was trialed and there was no evidence of endocarditis. There is no external reason for the leak. The implanting physician believes this is early valve deterioration, a failure of the implanted product.